Event description:
Defective ep catheter - voltage error. Biosense webster pentaray eco mapping catheter, d128208, lot: 31160524l, exp: [redacted date]. There was no patient harm. Error reported to the vendor, product will be returned under vendor (B)(4). Manufacturer response for mapping catheter, pentaray eco mapping catheter (per site reporter). Clinical site notified mfg rep directly.